Event description:
A male was admitted for stenting of a 90% mildly calcified lesion in the right internal carotid artery. A percusurge was delivered distal to the target site and a precise 9.0 x 30mm stent was successfully deployed. The target was both pre-dilated (3.5mm unk balloon to 6atm) and post-dilated (5mm unk balloon inflated to 10atm). During the procedure, the pt developed a hypotension and bradycardia/asytole. Dopamine hydrochloride for hypotension was administered and a permanent pacemaker was implanted for bradycardia/asytole to the pt. He recovered on the following day of the procedure and is out of the hospital now. There was no neurological symptoms on the pt. According to the physician, a strong radial force was applied to the carotid artery by the stent placement and which caused carotid sinus reflex.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to a carotid sinus reflex response. During balloon inflation or stent deployment, pressure can be exerted on the nerves adjacent to the carotid artery, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. One additional factor in the case is the use of the percusurge device, which provides complete lumen occlusion during balloon dilatation and stent implantation. Patient's level of tolerance with this varies widely, depending on variable individual factors. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the info available, there are inherent procedural risks and pt and vessel factors that may have contributed to his event.